Manufacturer narrative:
A review of the manufacturing documentation associated with lot 15002214 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The receiving inspection records for the extruded material used were reviewed, and this lot was deemed acceptable. Based on the lack of information regarding the reported fracture of the device and without the return of the device for analysis, no conclusion can be made regarding the event. With review of the device history records there is no indication of any related manufacturing issues. Therefore, no corrective actions will be taken at this time.

Event description:
It was reported that the envoy guiding catheter presented with fractures making the product unsuitable for use. There is no further information available. There is no information regarding the location or extent of the fractures or when as related to procedural use it was noted.